Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that patient was laying on their stomach in bed and lifted right knee up to stretch and their "unit started going crazy". Pt stated yesterday they were bending over at the waist and after about 3 minutes of being bent over, they felt a shock of stimulation as if they were being electrocuted. Pt stated they have an upcoming appointment with their doctor tomorrow to address the issue. Pt also mentioned they had an MRI done on (B)(6) 2021. Pt commented that they've felt slight increases in stimulation in the past but nothing similar to what they've been experiencing the past couple days.